Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery the lens had a torn haptic and explanted during initial procedure and surgery was completed by using another unspecified lens. Additional information has received and it states that no patient impact was reported. There are two medical device reports associated with this report. This report is about torn / sheared trailing haptic.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the lens was returned cut into two pieces adhered to the outside of the lens case base. The lens was clean with klrp to remove from the case. One haptic was broken-gusset area not returned. Scratches were observed at the optic haptic junction area. The second haptic was cracked in the gusset area. The optic was also chipped in the outer gusset area of this haptic. A scratch was also observed on the anterior surface just in front to of the optic/haptic junction. Forceps marks were observed near the edge on one portion. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the broken haptic may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned used (d) cartridge. The cartridge had heavy tip stress. This may indicate the lens/plunger were not in acceptable positions for advancement. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.